Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 86 mg/dl. The customer reported that the device was exposed to salt water. Customer reported that she jump into the lake with pump on. The customer stated that the device is vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after exposure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported there is crack in the right upper corner where the reservoir starts. Customer was advised that we will ship out a oow pump.

Manufacturer narrative:
The pump was received with a frozen display due to corroded electronic assemblies. The pump was received with a corroded motor home switch, a cracked case at the display window corners and belt clip slot, a corroded battery tube, and minor scratches on the lcd window.